Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the evaluation.

Event description:
The user facility reported that while trying to engage in safety, the needle punctured through the safety mechanism. This resulted in the needle being exposed. No adverse effects to the patient or clinician were reported.